Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue

Event description:
It was reported that during a normal end of life ipg revision, the physician was unable to remove the extension from the ipg header. As such, the ipg was cut open to remove the extension and the explant completed. The procedure was abandoned due to extension issue (related manufacturer reference number: 1627487-2025-00598). Hence, a new ipg was implanted on (B)(6) 2025. Reportedly, therapy was restored post op.